Event description:
Cause of damage to catheter is unknown. Pt has been home on tpn with this catheter long-term. Catheter inserted 12/27/93. During dressing change on 3/24/93, pt discovered a piece of silastic catheter missing from connection of catheter to hub. The catheter was not open to air and did not leak when flushed. Due to damage to the catheter, it was discontinued.